Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 100 powered down unexpectedly. The patient was placed on an alternative device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 100 powered down unexpectedly. The patient was placed on an alternative device. There was no patient harm or serious injury reported as a result of this incident.